Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black dot on an unspecified location. This was found before use, so there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date:- the device was manufactured march 13, 2015 - march 17, 2015. The device was received for evaluation. Visual inspection revealed a black particle approximately 0.02 square mm in size located on the exterior surface of the bladder. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.